Event description:
It was reported that a catheter issue occurred. The opticross imaging was selected for ultrasound examination of the target lesion. When the device was being inserted into the guide catheter, it separated at the lap joint. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The opticross imaging was selected for ultrasound examination of the target lesion. When the device was being inserted into the guide catheter, it separated at the lap joint. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging window was detached near the lap joint section and was not returned for analysis. Imaging core windup with a coiled drive cable near the lap joint section was also noted.